Event description:
It was reported there is a grinding noise near the connections from the unit and holster. The dc adapter for the green cable keeps spinning when the unit is turned off. There was no patient consequence reported. Case was completed using the unit.

Manufacturer narrative:
Information not received. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all products requirements and returned to the customer.